Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be failure of the bt3 from hlc on the analog pcb assembly. The bt3 had zero voltage and failed to charge. A replacement device was provided to the customer.

Event description:
It was reported that the device illuminated the charge-pak and attention icons. Physio-control evaluated the device and found the internal battery depleted. The device was unable to deliver defibrillation therapy. There was no patient use associated with the event.